Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for complex regional pain syndrome type I reported they were charging when they went to use the patient programmer (pp) to turn it up and saw a warning power on reset (por) message, and therapy stopped. The consumer became upset and wanted to meet with the manufacturer¿s representative (rep) to clear the por. The rep. Did meet with the consumer and cleared the por, but didn¿t make a note of what the por message was.

Manufacturer narrative:
Corrected information: sex: date of birth . If information is provided in the future, a supplemental report will be issued.